Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the guidewire became stuck in the catheter immediately after positioning in the left atrium and before any current delivery. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990045 guidewire was received and analyzed. Product was shipped in a biohazard kit. The guidewire was received stuck inside the guidewire lumen of a the loop ablation catheter. The guidewire was received, extended beyond the distal tip of the catheter about 2 inch. Visual inspection of the guidewire external to the catheter did not reveal any anomalies. Resistance was encountered during removal attempts. Optical inspection at the tip of the catheter revealed a specimen, likely a tissue, at the location of resistance, about 2 inches from the tip. No kinks were observed on the guidewire after extraction of it from the catheter. In conclusion, the guidewire failed the returned product inspection due to the specimen stuck to the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.